Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized and treated with vancomycin injection (1gm, intravenous, every 3rd day), targocid injection (1gm, intraperitoneal, once daily), and fortum injection (1gm, once daily). Patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b6, b7, and h6. B5: upon follow-up, it was reported that the peritonitis was manifested by cloudy effluent, fever, and vomiting. The patient outcome and action taken with pd therapy were unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was unknown. On an unknown date, antibiotic treatment and pd therapy were discontinued, pd catheter was removed and the patient was transferred to hemodialysis. At the time of this report, the patient was discharged from the hospital, has recovered from fever and vomiting but has not recovered from peritonitis and cloudy pd effluent. Should additional relevant information become available, a supplemental report will be submitted.